Event description:
The user facility reported that an angio-seal device was deployed in the cardiac catheterization lab and ''malfunctioned'' which led to a surgical cutdown. However, upon proceeding with the surgery the team noted that the device was successfully deployed in the correct location with adequate hemostasis. The reported malfunction was specific to the suture reel in the angio-seal device and would not allow the physician to retract the suture any further. Upon learning the details of the malfunction, the terumo field clinical specialist immediately met with the physician to explain the procedure for dealing with suture lockup. Future education with the entire lab is being scheduled to ensure all staff members are aware of this specific fix. The estimated blood loss was less than 250cc. Surgical cutdown of the common femoral artery. Additional information was received on 28feb2024: a 6fr arterial sheath was used. There was no abnormal difficulty with access. A pre-deployment angiogram was completed. There were no issues with insertion or initial deployment of the device, however there were issues with withdrawal of the device. Upon retraction of the angio-seal system the physician noted that the suture reel would not allow the device to retract any more of the suture to expose the tamper tube. After multiple attempts they resorted to a surgical cutdown. Upon cutdown the vascular surgeon noted that the device was in proper position and working effectively. The patient was stable, and no further problems were noted.

Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for potential device withdrawal difficulty. The exact root cause cannot be determined. The likely cause was determined to have been suture lock up or mechanical damage resulting in inability to withdraw the device properly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).